Event description:
The customer contact reported that during testing, the device touchscreen would not calibrate. The device was returned to the biomedical department from central sterilization for an unspecified reason. No specific pt info, pump programming, or events details were available. There were no reports of any adverse effects and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.